Event description:
It was reported that nrg transseptal needle selected for pfa ablation procedure. During procedure for test period, energization was performed three (3) times using the rf needle, but septal puncture was not achievef. The procedure was completed successfully by replaced with a puncture needle from a different model. No patient complication was reported. The device is not expected to return for analysis as discarded.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that nrg transseptal needle selected for pfa ablation procedure. During procedure for test period, energization was performed three (3) times using the rf needle, but septal puncture was not achieved. The procedure was completed successfully by replaced with a puncture needle from a different model. No patient complication was reported. The device is not expected to return for analysis as discarded. It was further reported that event had occurred inside the patient body.

Manufacturer narrative:
Due to the additional information received, this supplemental report will be submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.